Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a failure of the internal battery and power supply was observed. The device's internal battery and power supply were replaced to address the issues.